Event description:
A (B)(6) female pt called zoll customer support to report that her battery charger was displaying 'battery charger problem". The pt was issued a replaced battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) was confirmed. Upon investigation the battery charger/modem was unable to charge a battery pack. The cause for the failure was isolated to a defective battery board. The traces between j2 and j3 were shorted. The root cause for the shorted traces could not be positively identified. No adverse event resulted from the defective battery board. The pt received a replacement battery charger/modem.